Manufacturer narrative:
Clarification to : explant is in the future. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "pain... Swelling in left. Ultrasound scan revealed possible rupture of left implant ". Device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.3.

Event description:
Patient reported "pain" and "swelling in left". Ultrasound scan revealed possible rupture of left implant ". Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified; an opening and red particles on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.